Event description:
Customer reported an incident with malfunction of syringe pump during treatment. The pump had delivered 12,000 units of heparin instead of 750 within 1 hour and 20 minutes. Pt ptt was over 210, not bleeding.